Manufacturer narrative:
Reported event: an event regarding revision involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: product history review could not be performed because robot serial number was not received. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure due to pain. There were 37 other reported events (B)(4). Conclusion: product inspection could not be performed because session files and logs were not available due information not available due to hospital policy.

Event description:
This pi is for the mako robot used in the primary implant surgery. It was reported through the submission of a revision implant sheet that the patient's left knee was revised. A mako restoris 5x8 onlay tibial insert was implanted. Update 04/february/2019: spoke to rep. An I&d with washout and poly swap was performed due to suspicion of infection (it was not reported to the rep whether the infection was clinically confirmed or not). A 5x8 onlay tibial insert was exchanged for another device of the same catalog number. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the mako robot used in the primary implant surgery. It was reported through the submission of a revision implant sheet that the patient's left knee was revised. A mako restoris 5x8 onlay tibial insert was implanted. Update 04/february/2019: spoke to rep. An I&d with washout and poly swap was performed due to suspicion of infection (it was not reported to the rep whether the infection was clinically confirmed or not). A 5x8 onlay tibial insert was exchanged for another device of the same catalog number. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.